Event description:
It was reported that the patient had pericardial effusion and perforation by the atrial lead, confirmed by echo. Fixation difficulty was also reported. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. It was reported that the patient had pericardial effusion and perforation by the atrial lead, confirmed by echo. Fixation difficulty was also reported. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated.